Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrum medical's mesh product. Plaintiff alleges a mesh was implanted to treat her pelvic organ prolapse and stres incontinence and she experienced pain, erosion of her internal organs, bladder and urethra infections and other injuries. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the atty/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info comes to its attention.